Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted into the patients femoral (unknow side) for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that the patient developed hemolysis during impella support. An unknown amount of blood product was administered as the patient had systemic bleeding other than that caused by impella. No further information was provided.